Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was experienced during the fill process pf multiple cartridges. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer's blood glucose was 95 mg/dl.